Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery via tfna for femoral trochanteric fracture with the products in question. During the procedure, the drill tip (for tfna) in front of the blade interfered with the nail. Interference checks were performed on both the blade and distal screw sections before nail insertion, and no abnormalities were found. The connecting screw was retightened and the drill was repeated, but interference occurred again. When a reamer tip with a helical blade for the neck screw was used, it penetrated the nail, so the procedure continued. The surgery was completed successfully with no surgical delay. No further information is available.